Event description:
The issue reported was that the pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore no additional information could be obtained.